Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose (bg) level was 101 mg/dl. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.